Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold and small r-wave amplitude variation was observed on the rv lead. Patient had chronic atrial fibrillation. No noise was detected on the lead. Lead was capped and a new lead was implanted on (B)(6) 2016. Device system was changed to a single chamber device. Patient was stable prior and post procedure.